Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report. (B)(4).

Event description:
It was reported that the pt was having good benefit from the device until she fell and hit her head. There was an oedema present at the implant zone.